Event description:
It was reported that patient suffered from halos and glares in their right eye. The patient could see the actual optic rings in the dim light condition. The surgeon determined that the patient could not adapt to the intraocular lens (iol). The patient's daily activities were significantly affected. There was an explant performed where the replacement lens was a monofocal iol. No further interventions were performed. The patient is temporarily impaired. Vision pre-operative: far: 0.5 (decimal). Vision post-operative: far: 0.8. Post-op visual acuity is 0.9 decimal. No complaint regarding glare & halos reported. No further information was provided.

Manufacturer narrative:
Date of birth: the complete date of birth was not provided, only month and year ((B)(6) were provided. Weight and ethnicity: unknown/not provided. Email address: unknown/not provided. Initial reporter telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Date returned to manufacturer: may 6, 2022. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the lens was received cut and with a haptic detached. The lens was cleaned and, no issues that could contribute to visual disturbances or issues. Based on the return condition of the lens, no further product evaluation could be performed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency or product malfunction and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.